Event description:
It was reported that during the implant procedure, the lead was removed from the packaging and it was noted that the helix was already extended. It was not possible to retract the helix. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.